Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to a ruptured pcl. Possible cause or contributor for the rupture was not reported to the rep but there are no allegations against the stryker construct. The liner and femoral component were revised to ts components. Rep reported that no further information is available.